Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of non sustained oversensing, likely due to myopotentials. Reprogramming was performed. There was no report of adverse consequences for the patient.